Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a connection issue confirmed the day after implantable cardioverter defibrillator (ICD) implant. The device tested normally at connection, but the physician wasn't sure the pace/sense pin of the right ventricular (rv) lead was fully inserted into the device header. The patient was alerted by the device indicating a high impedance event. The physician elected to explant and replace the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.